Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4).

Event description:
It was reported the device was not taking a charge. A device overdischarge was suspected. Pt compliance was primary reason for overdischarge. The pt stated she last felt stimulation in (B)(6) 2009. The pt indicated she had not recharged her implant in over a month. On (B)(6) 2010, it was reported since pt's overdischarge, she was having to recharge every 2 days, compared to the same level of usage as before, but only recharged once a month. The pt only used half the battery in that month period. The pt had stimulation on all day at around 5.4 amplitude. On (B)(6) 2010, hcp indicated pt had a revision done on (B)(6).

Event description:
The lay user/patient contacted lifescan alleging the meter is reverting to setup mode. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Follow up # 1/supplemental report text-(B)(4) 2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.